Event description:
Reportedly a 6900p, 27mm valve was explanted after a 47 month implant duration due to unknown reasons. No additional information is available at this time. Sales representative will send the device to edwards lab once he receives a return kit.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
During the interrogation of the pacemaker by the local subsidiary, an error message was displayed by the programmer ("the first interrogation statistics backup failed."). Therefore, an explanation was requested.

Manufacturer narrative:
Evaluation summary: all three free margins exhibit moderate calcification. Minimal to moderate calcification is detected in the cusp area of leaflets 1 and 2. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is heavy at leaflet 1 at the tissue outflow; it encroached onto the leaflet and into the orifice by 6mm. Host tissue fused leaflet 1 with the adjacent leaflets 2 and 3 at opposite commissures by approximately 2mm. Host tissue overgrowth restricted mobility in leaflet 1 and contributed to stenosis. Host tissue is minimal to moderate at the stent inflow and minimal at the tissue inflow, as it encroached by approximately 2-3mm. The x-ray demonstrates calcification. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.